Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-may-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 25-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-mar-25: information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain. The patient¿s leads were both on the left side so they did not cover their right side pain. Two new leads were placed with bilateral coverage. The physician believes the leads were functioning appropriately but they were not midline and/or too far left to cover their right side pain. On 2024-apr-16: additional information was received from a manufacturer representative (rep). The rep reported that the patient had coverage of right and left sided pain when originally implanted and they did not follow post operative restrictions and the pain on their right side returned after the leads moved down a half a vertebral body. The device intended for their right side pain to be covered. The stimulator is covering bilaterally since the revision surgery.